Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and there was a kink in the control wire. The over sheath had been removed from the device. It was also noticed that the device was half deployed and the clip assembly was located inside the over sheath. Functionally, the yoke, which was still attached to the control wire, was then actuated and deployed. In addition, it was noticed that the prongs were bent and had an overbite. Although these results are contrary to what was originally reported, the most probable root cause has been determined to be operational context, as evident by the kink in the control wire and the sheath grip being detached. The most probable root cause classification of operational context indicates that the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02359 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were intended for use during a colonoscopy performed on (B)(6) 2010. According to the complainant, during preparation, in both instances, they opened the package and found that the clip had prematurely deployed in the sheath. Attempts were made to remove the clips from the sheath unsuccessfully. These devices were not used on the patient. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The initial event description is a non reportable issue.